Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. The device/components were not returned for possible failure analysis evaluation.

Event description:
The following reported event which occurred in the (B)(6) received by carefusion: "patient didn't receive any respiration; the machine went off, nurses dit to intervent with other machine. The tube was in use but went off the machine (suddenly). The system lost his pressure, the machine became out of use." No additional details received.